Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 10 days post-implant the right ventricular (rv) lead exhibited high thresholds and increasing impedance. An echocardiography was done to try to determine if there was a lead migration perforation. The lead was removed and replaced as per this physician's protocol for any suspected lead perforation. No patient complications have been reported as a result of this event.